Event description:
During the pta / stenting treagtment procedure, the radiofocus guidewire became stuck in the wallstent delivery catheter. The device was advanced through a 6 fr medikit sheath to the 90% stenotic left radial lesion. The wallstent catheter and guidewire became stuck during advancement, and both devices were removed. No patient injuries or complications were reported. The patient's status was reported as `good'.